Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega sds with stent. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination revealed that the distal portion of the stent had struts that were flared, bent and stretched over the tip of the device. Device analysis determined the condition of the returned device was consistent with the complaint incident. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. While unpacking a 24x4.50 omega¿ stent delivery system for use, the stent was noted damaged and deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. While unpacking a 24x4.50 omega¿ stent delivery system for use, the stent was noted damaged and deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.